Event description:
Multiple higher than expected vitros chemistry products phenobarbital (phbr) slide results were predicted from quality control fluids using two different vitros phbr slide lots on a vitros 5600 system. Vitros phbr slide lot 2536-0057-8187: vitros phbr result 55.63 ug/ml vs. 46.08 ug/ml; vitros phbr slide lot 2537-0058-8449: vitros phbr result 16.08 ug/ml vs. 13.0 ug/ml, vitros phbr results 50.44 and 50.40 ug/ml vs. 41.0 ug/ml. No patient sample results were known to be affected. However, biased results of the direction and magnitude observed may lead to inappropriate physician action if not detected. There was no allegation of patient harm. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that higher than expected vitros phbr results were predicted from quality control samples while using the vitros 5600 system. For the event involving vitros phbr slide lot 2536-0057-8187 the investigation was unable to determine an assignable cause. The customer had depleted the inventory of this slide lot and no further investigation was possible. There was no evidence found to suggest an analyzer malfunction was a contributing factor as precision testing demonstrated acceptable performance of the vitros 5600 system. However, the vitros phbr reagent, a protocol issue when processing quality controls, and the specific quality control fluids themselves could not be ruled out as potential contributing factors. Therefore, the cause of the higher than expected vitros phbr quality control result when using lot 2536-0057-8187 is unknown. For the events involving vitros phbr slide lot 2537-0058-8449 the investigation determined the higher than expected quality control results were isolated to a single calibration for which atypical calibration parameters were obtained. Following a recalibration event, acceptable vitros phbr quality control results were predicted using slide lot 2537-0058-8449. The cause of the atypical calibration parameters obtained is unknown; however the investigation is still ongoing.